Event description:
The reporter stated that the surgeon was attempting to fold a three piece collamer lens cq2015 using folding forceps to insert into patient's eye and the lens wouldn't fold just right. The surgeon wasn't sure if it was the lens or the folding forceps he uses. There was no patient contact. This is one of the two incidents that occured to this patient. See manufacturer report number 2023826-2007-00254 for the other report.